Manufacturer narrative:
Received one (1) new list# d1000, tego¿ connector, appx 0.05. One (1) used list# d1000, tego¿ connector, appx 0.05 ml, one (1) used list# unknown, normal saline praxiject sp 0.9% nacl 10ml syringe. One (1) used list# d1000, tego¿ connector, appx 0.05 ml. As received, no visible physical damage or other anomalies observed. Sample 1(used): when viewing the fluid path, a blood clot was observed sample 2(used w/syringe): when disconnected from the mating syringe, torn seal was observed. Sample 3 (new): no damage observed sample 1(used) was functionally tested and passed, after removing blood clot from fluid path. Sample 2 (used w/syringe) had the fluid path occluded; torn silicone seal failed vac test. Confirmed customer complaint tego malfunctions when taking off patients and tego was plugged on samples 1 and 2, unable to confirm complaint on sample 3. The probable cause of the torn seal on sample 2, is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized

Event description:
The event involved a tego¿ connector where the customer reported that the tego malfunctions when taking off patients. There was patient involvement but harm was not reported as a consequence of this event. During device evaluation, a tear was noted.